Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2024-07091. It was reported that the patient's leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced while the other lead was repositioned to an acceptable location to address the issue.